Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing crrt which included a prisma m100 pre filter set. The nurse observed an external blood leak from behind the support plate. The nurse stopped the treatment immediately.there was no patient injury or medical intervention related to this event.